Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Review of the history log shows multiple events of system error 105. The unit was tested for 24 hours with no occurrence of system error 105. The motor will be replaced as a known contributor to system error 105.

Event description:
It was reported that a device displayed "system failure, do not use pump." It was also reported there was no patient injury.